Manufacturer narrative:
The event reported as "the controller changed from one power port to the other one before batteries are down to 25%" was confirmed. One controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the returned devices, revealed that the devices met specifications; the units passed visual examination and functional testing with the exception of (B)(4) that had a high max error reading, indicative of a unit that is out of calibration. This observation has no relation to the reported event. The reported event could not be duplicated at the bench level. The controller's software was upgraded to smr on (B)(4) 2016. Review of the log files, which include pre-smr and post-smr data, revealed several premature power switching events. The premature power switching events that occurred before the smr upgrade, which were most likely caused by a communication error, involved the following batteries: (B)(4). The manufacturer has opened an internal investigation to investigate communication errors prior to the smr upgrade. The power switching events that occurred after the smr upgrade, and that were caused by momentary disconnections (relative state of charge -rsoc- values greater than 202) involve the following batteries: (B)(4). There was one instance of a discharge overcurrent, possibly related to a battery with a defective cell pair; however, this cannot be conclusively determined as said battery ((B)(4)) was not returned for analysis and was not a part of the reported event. The most likely root cause of the reported event can be attributed to momentary disconnections. This is report one of three (3007042319-2016-01085, 01086, and 01087) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). This is report one of three ( 3007042319-2016-01085, 01086, and 01087) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% (>25%) although controller was updated (fsca dec2015). It was stated that there were no effect on patient and he was doing fine the whole time. No additional information provided. Investigation is ongoing